Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
Asr litigation records received. Litigation alleges defective implants resulting to elevated metal ions in the blood causing irritation, metallosis, adverse local tissue reaction, pain, discomfort, emotional distress and permanent hip injury. Surgeon found out during revision that acetabular cause peritrochanteric fluid causing elevated metal ions. Doi: (B)(6) 2007. Dor: (B)(6) 2020; left hip.